Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient developed an infection. The system was explanted and replaced. The patient's condition post procedure was stable.